Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit was not working. It is unknown under which circumstances the event were discovered or if there was any patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was not able to reproduce the reported issue. The fse inspected pump, and found no problems. The fse checked mains plug for loose connections, pump runs ok on mains and battery. Batteries are due for replacement - can quote for new ones. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit was not working when plugged into mains. It occurred before use and there was no patient involvement.